Event description:
It was reported that during an unknown procedure, the device malfunctioned. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged firing mechanism. Eval summary: the analysis results showed that the device was received in good visual condition, with no reload present and with the firing mechanism damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to how the device became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.